Manufacturer narrative:
Block g4: the remaining premarket/510(k) number is k170759; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in a procedure to treat the airway performed on (B)(6) 2025. During the procedure, the balloon was leaking. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.